Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module internal battery was defective. The device showed a red battery light. The battery was exchanged.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: the reported event of a red battery alarm was confirmed via analysis of the returned power module backup battery. The returned power module backup battery (serial number: (B)(6)) at the european distribution center. The battery was returned with a voltage of 0 v; therefore, no further testing was performed on the battery and the battery was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned backup battery revealed that the battery had an unloaded voltage of approximately 0 v. The battery was installed in a known working test power module, and upon powering on the system a yellow wrench advisory and red battery alarm activated. It was then attempted to manually charge the backup battery; however, the battery could not be charged beyond 5 v due to the battery being in deeply discharged and protective state. It was determined that the battery was unable to support the system. Further evaluation was not performed due to the internal chemical hazard. The power module backup battery was manufactured on 05jan2022 and has a use by date of 31dec2024. The backup battery was shipped to the customer on 14jun2022. Per procedure, the backup battery was stored and shipped in accordance with abbott requirements. The power module backup batteries are top charged every 90 days to ensure the battery state of charge stays above 70% charge. This is to prevent the 12v batteries from remaining in an unused state for an extended period of time which may result in an overly discharged battery and compromised battery function. The backup battery was initially top charged at abbott on 03feb2022. At the time the next top charge was due, 04may2022, the battery had not been shipped to the customer. The time span between the shipment to the customer and reported event date was approximately 17 months. The root cause of the reported event was determined to be due to the battery not being used by the top charge date. Battery inspection data was reviewed for the 12v sla backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 14jun2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.